Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room on (B)(6) 2018 after receiving an inappropriate shock for noise on the right ventricular lead. The noise was reproducible with arm movements and seemed to start on (B)(6) 2018. On (B)(6) 2018 the lead was capped and replaced. No further information is available.